Event description:
Dr was performing a cystoscopy and when he inserted cystoscope into pt, the tip of the sheath came off. Dr immediately retrieved piece and exchanged broken instrument. He then completed procedure; there was no adverse effect on pt; pt condition post-op was stable.